Manufacturer narrative:
Analysis of the ins (B)(4) identified that foreign material was present in the implantable neurostimulator (ins) kit packaging. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for an unknown dbs therapy. It was reported that the patient never had this ins implanted. The surgeon had concern for the sterility of the battery. They were concerned that there was a hair stuck to the rubber connecting point of the battery and that there might have been another inside of the packaging. The area was circled on the packaging. The issue was resolved by opening another implant and using that. It was noted that the hcp would like the battery to be analyzed. There were no symptoms reported. There were no further complications reported. (B)(6) 2018.